Event description:
The customer reported that the 9800 system had a high milliamps error and an overtime error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray tube, filament drive, and the backplane were replaced. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.